Event description:
It was reported that at the end of the procedure when the physician removed the needle from the patient, fragments of the cannula were missing and remain in the patient. The patient has not experienced any adverse or local reactions due to the fragments being left in their body and no interventions are planned to remove the fragments at this time.

Manufacturer narrative:
The device was returned due to the stylet being ¿stuck¿ inside the cannula needle and the needle insulation peeling off. No resistance or other functional anomalies were noted when a stock stylet was inserted and withdrawn through the length of the needle. The white polyester coating was noted to be partially peeled off the outside of the needle. A summary of the toxicological risks of the polyester coating was completed and it was determined that no toxicology-related adverse health effects are expected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the polyester coating peeling off and the reported stylet removal difficulty remains unknown.